Event description:
Boston scientific received information that during the follow up it was noted that a fault code 1003 appeared. It was advised to contact technical services. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Technical services noted that fault code 1003 is a part of the safety architecture, and indicated that the device is detecting something is prematurely depleting the device. A device replacement was recommended. Technical services requested a save to disk to determine how urgently the device needs to be replaced. At this time the device remains implanted. Upon further information this investigation will be updated.